Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the monitor failed a pulse test. The cause for the pulse test failure was isolated to pca connectors j1002, j1003, and j1000. Oxidation build-up on the connectors increased the resistance, causing the pulse test failure. No adverse events occurred as a result of the defective monitor.

Event description:
10/01/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.